Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 408 mg/dl at the time of incident. Customer reported that insulin pump alarmed compromised force sensor system. The customer stated that the drive support cap was flush. Customer stated that the insulin pump was showing hold act to fill tubing. Customer treated with manual injection. The insulin pump will be returned for analysis.